Event description:
It was reported that the customer was hospitalized due to low blood glucose of 43mg/dl. It was stated that the customer was in a training session when her glucose level dropped; then she drank juice. The customer felt sick, had nausea and was vomiting. The customer was taken to the emergency room, and they gave one bag of fluid and then sent her home. It was stated that the customer believes the basal rates at night were incorrect, and she has a doctor's appointment to have them corrected. During the call, the customer mentioned that she was in the hospital in three different occasions due to low blood glucose. The customer stated that she was driving and was as low as 20mg/dl and ended up somewhere she had no idea until her husband reached her. The customer stated that she knows the basal rates needs to be adjusted. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.